Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer treated with juice and two pieces of potato bread and some candy. The customer also mentioned that the pump went into threshold suspend. The customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.